Event description:
It was reported that continuous glucose monitor displayed error notification during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance, confirmed that error notification did not return, and successfully started new sensor session, with no additional actions reported.